Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized on (B)(6) 2015 due to high blood glucose and diabetic ketoacidosis. Customer's blood glucose was 580 mg/dl. It was reported that customer's blood glucose was high and continued to elevate until it was found that cannula was kinked. Caller states that no delivery alarm was never received. Customer had symptoms of vomiting, nausea, dizziness, excessive thirst and heavy breathing. Customer was in the pediatric ICU. After troubleshooting, caller was educated on proper method of inserting and removing needle.